Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage; damage was noted to 2 most distal stent strut rows. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21may2019. It was reported that crossing difficulties were reported. The 92% stenosed target lesion was located in the severely calcified left anterior descending artery. After crossing the lesion with a non-bsc guide wire, a 2.0x15mm balloon was used to pre-dilate the lesion. A 2.50x28mm synergy drug-eluting stent was advanced however, it failed d to cross a previously placed stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.